Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # va0pw68, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer noted she wore a leg catheter before she got the device and when they took it out, the interstim helped her bowels. Therapy was on. She had a loss of therapy. The patient synchronized with her device and noted stimulation was on. She was on program 3 at 3.9v and she increased it to 4.2v. She had pressure in her head and ringing in her ears was worse. She had the ringing in her ears before she got the device but the ringing got louder when she increased more than a notch at a time. The stim was decreased down to 3.9v and the pressure and ringing were better. The patient wanted to change to program 4; she started at 0.6v and increased to 0.7v. It was noted that it felt slower but stronger than the other one. The patient's leaking seemed to be getting worse. Every time she stood, she flooded her pad before she got to the toilet. It was worse at night and patient felt she was going backwards. The patient's night time was getting longer as she was back to 4 hours. In the day time, she could go 6 hours or more till she got the signal and she went, other times it was sooner. If the patient thought she had not gone for a while and she stood up, it started to flow. Also, she had trouble with her vision and had dry eyes and got a headache. Her vision moved around and it was blurry. She was given some readers that seemed to help. When she decreased stimulation, the pressure in her head seemed to go down a little bit. Furthermore, the patient was not emptying when she was voiding. When she thought she had not emptied everything in the pad, she went to the bathroom, dribble wiped and the wiping stimulated so she could go a little more and she wiped again until she got it all out. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.